Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on 6 patient samples. Of those 6, four samples were erroneous and reported outside of the laboratory. All results are in mmol/l. The customer had been having trouble with ises for three months. Patient (B)(6) had an initial na result of 130, which was reported outside of the laboratory. The sample was repeated on another analyzer and generated a repeat result of 140. The customer deemed the repeat result to be the correct result and sent a corrected report. There was no adverse event. Patient (B)(6) had an initial na result of 124, which was reported outside of the laboratory. The sample was repeated on another analyzer and generated a result of 133. The customer deemed the repeat result to be the correct result and sent a corrected report. There was no adverse event. Patient (B)(6) had an initial na result of 120, which was reported outside of the laboratory. The sample was repeated on another analyzer and generated a result of 129. The customer deemed the repeat result to be the correct result and sent a corrected report. There was no adverse event. Patient (B)(6) had an initial na result of 130, which was reported outside of the laboratory. The sample was repeated on another analyzer and generated a result of 139. The customer deemed the repeat result to be the correct result and sent a corrected report. There was no adverse event. The lot number of the na electrode in use was not provided. The field service representative found that the sample probe was dirty. He replaced the probe and the customer performed calibration and qc, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.